Manufacturer narrative:
The reported bivona tracheostomy tube was returned for investigation. There were twelve customer made devices returned. The devices were received without their original packaging and appeared to be unused; there was no biological residue under the swivel connectors and the eyelets appeared pristine with no abrasion marks. All returned product measured within specification. Visual inspection of the devices from all lots confirmed that there were no sharp edges, but the two lots did exhibit dimpling of the stoma seal. The investigation determined that all lots were assembled within manufacturing specifications, but that the variation in the od and dimpling of the stoma seal may have contributed to the discomfort in the end user. (B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Mother of an in-home patient reported that the listed tracheostomy tube shaft was not smooth like typical, but was bumpy, thick, and ridged. According to the mother, the large textured tube gave her daughter tracheitis; therfore, the patient's mother removed the device, and replaced it with a washed old tracheostomy tube (that did not exhibit the listed shaft issues). The patient contracted a sinus infection, and the patient's mother believes it may be related to the use of reprocessed devices. The patient was treated for the sinus infections with: clindamycin, rocephin /ceftraxin injection, cefpodoxime projectile for 14 days. No permanent injury was reported.